Event description:
It was reported that during implant attempt, atrial activity could not be sensed and impedances were less than 400 ohms through the analyzer. The lead was not implanted and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.